Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was observed to be difficult to implant in the patient. When testing the lead with a pacing system analyzer, the patient started to complain of a headache and a decrease in blood pressure was confirmed. The patient eventually experienced a syncopal episode and had to be resuscitated by cardiac massage. The physician suspected the rv lead had perforated the patient causing a cardiac tamponade. The procedure was stopped and the rv lead was removed from the patient. The patient was later implanted with another system after the cardiac tamponade was resolved. No additional adverse patient effects were reported.